Event description:
A peritoneal dialysis (pd) patient¿s wife ((B)(6)) contacted fresenius customer service to report that her husband has very sensitive skin and the island dressing leaves his skin red and raised around the area after use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).